Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 32 synergy drug-eluting stent was introduced but difficulty advancing was encountered. When the stent was removed, the stent struts were noted to be damaged. Another stent was advanced successfully using a guidezilla. Following stent deployment, a 4.00 x 12 nc emerge balloon catheter was advanced for post-dilatation but on the second inflation at 18 atmospheres for 25 seconds, the balloon ruptured. The procedure was completed with another of the same balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 32 synergy drug-eluting stent was introduced but difficulty advancing was encountered. When the stent was removed, the stent struts were noted to be damaged. Another stent was advanced successfully using a guidezilla. Following stent deployment, a 4.00 x 12 nc emerge balloon catheter was advanced for post-dilatation but on the second inflation at 18 atmospheres for 25 seconds, the balloon ruptured. The procedure was completed with another of the same balloon. No patient complications were reported and the patient's status was stable.